Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, the rubber ring on the distal part of the device came loose and fell off when the mesh was inserted into the trocar. The surgeon located the ring and gave it to the technician and the circulating nurse saved the product. There was no patient injury noted on this event.